Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 358 mg/dl. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. No information was provided regarding the release date, however, customer indicated the issue was resolved and no permanent damage was sustained. The contact alleged that the pump was not delivering insulin properly; however this could not be confirmed as the contact was not with the customer or pump at the time of the report to technical support. No additional information was available.